Event description:
Nursing staff attempted to discontinue a PICC line. In the process of removing the catheter, the line broke and a portion of the catheter remained in the pt. The pt went to radiology and then to or for removal of the remaining part of the line.